Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected replace battery now alarms noted in the long trace file, however multiple unexpected replace battery alerts were present in the long trace file due to connector resistance issue. The power management graph indicated connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the pump alarms replace battery now frequently. The customers blood glucose levels unknown. The insulin pump was returned for analysis.